Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from guerbet. An (B)(6), received 90ml of optiject (ioversol) via automatic injector at a flow rate of 2.2ml/sc for a CT of the thorax, abdomen, and pelvis. On (B)(6), 2009, during optiject injection, the patient experienced an extravasation at the injection site (less than 30 ml). The patient was treated with an alcohol dressing. The reporter evaluated the case as non serious.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(4) 2009. The injector was not evaluated by covidien service after this event occurred. A preventative maintenance was performed on this unit 11 months later and proper operation was verified.